Event description:
It was reported that this right atrial (ra) lead exhibited high capture thresholds and loss of capture (loc). An x-ray image indicated that there were no lead integrity issues. The output was reprogrammed to resolve the issue. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high capture thresholds and loss of capture (loc). An x-ray image indicated that there were no lead integrity issues. The output was reprogrammed to resolve the issue. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the patient experienced lightheadedness and was unable to exercise when loc occurred. The high capture thresholds appeared to be posture dependent. Ts suggested troubleshooting actions and monitoring. The lead remains in use. No adverse patient effects were reported.